Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was revealed that the cause of the misplaced implants at l2-r and l3-r were due to a dynamic reference base (drb) shift that occurred while the patient bed was being adjusted before implant placement. The user reported that the patient had been positioned in a manner that could cause patient movement. Drb shifts can lead to a loss of navigational integrity. The user opted to abort use of excelsius gps to finish the procedure using stealth. There were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that in an l2-3 prone lateral case, screws were misplaced superiorly to plan using excelsius 3d.